Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) health. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user log in failed after 1.11 upgrade. The technical support specialist (tss) reviewed the station logs and determined that the post-upgrade login issue was caused by the bio ID fingerprint reader not fully initializing, which left the device busy and led to a timeout. After the station was rebooted, the biometric identifier (bio ID) initialized correctly, and normal login functionality was restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log in to the device followed the v1.11 upgrade until the station was rebooted. Staff were unable to log in to initiate a reboot through the interface and were uncertain whether it was appropriate to reboot the device using the power supply. However, there were no delays or adverse events or injuries reported based on this event.